Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent movement on balloon occurred. Vascular access was obtained via the left brachial artery. The 100% stenosed target lesion was located in the moderately calcified and severely tortuous left subclavian vein. A 6fr 25cm non bsc introducer sheath was placed and a 7.0x40x75cm express¿ ld vascular stent was advanced but was unable to cross the lesion despite multiple attempts. The physician tried to retract the device into the sheath however, the device could not be retracted due to resistance. After several attempts in changing the position of the sheath, the physician managed to remove the device from the sheath. After removal of the device, it was noted that the stent was slightly moved on the stent delivery system (sds) balloon. The lesion was dilated using a 6x20mm non bsc balloon catheter and the procedure was completed using a 7x60x75mm express¿ ld vascular stent. No patient complications were reported and the patient¿s status was good.